Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted september 19, 2017.

Event description:
Per the clinic, the patient experienced intermittency with device use. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device and reimplant the patient, as of the date of this report.